Event description:
Allegedly at revision surgery, the surgeon found straw colored tinged synovial fluid. The acetabular component was grossly loose. There was no bony ingrowth of the acetabular component. There was fibrous tissue in the acetabulum which needed to be removed and the acetabulum required further repair by sequential broaching. Left hip.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4) - evidence that product in specification when used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00840.